Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery/charger faults, won't hold charge) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack had battery/charger faults and was unable to charge batteries.